Manufacturer narrative:
B5: upon follow up it was reported the patient was recovered from the peritonitis event. On an unreported date, antibiotic therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with ceftazidime injection and vancomycin injection (500mg, ongoing, routes, frequencies were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.